Event description:
The customer contact reported, a separation. During testing at the user facility, it was reported that when the tubing was "gently pulled on", the tubing separated from the t-connector. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).